Event description:
A surgeon reports that following uneventful intraocular lens (iol) implant s urgery, a pt complains of negative dysphotopsia in both eyes. The pt's best corrected visual acuity is 20/20 in both eyes, pt has small pupilis, but sees the dark shadows under well-lit conditions.